Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that an ophthalmic operating console presented with intraocular pressure issues. The procedure details was reported. There was no patient harm.

Event description:
Additional information received and reported indicating that the origin of the stability problems has been identified. The 2.0mm knife used for the main incision was the cause. There is no reported defect or fault with the console. The file is not to be considered a reportable malfunction because which indicated that the customer did not at any time suspect that the console was the cause.

Manufacturer narrative:
Additional information updated in sections b.2 and b.5. Additional information received and reported indicating that the origin of the stability problems has been identified. The 2.0mm knife (other manufacturer) used for the main incision was the cause. There is no reported defect or fault with the console. No further reports will be reported under mfg report num. 2028159-2023-01402. The manufacturer internal reference number is: (B)(4).